Event description:
It was reported that pump displayed malfunction alarm code 12. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset information, and completed pump reset with assistance. The malfunction did not recur after reset. Customer was advised to continue using pump and to call back if any malfunction code recurred, and caller acknowledged and understood instructions.